Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di): (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during interrogation, the device was found to be in backup vvi mode while in the box. The device was not used.

Manufacturer narrative:
The reported filed event of backup vvi was confirmed in the laboratory. The device was tested using automated test equipment and no anomalies were found. The cause of the reported reset could not be determined.